Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a power module alarm resulting in the yellow wrench light emitting diode (led) activating was confirmed during evaluation at the service depot of the returned power module (serial number: (B)(6)). Within a few seconds of connecting the unit to ac power, a yellow wrench alarm activated. This issue was isolated to the unit¿s backup battery. The battery was replaced, and unit was then functionally tested and found to perform as intended. Preventative maintenance was performed. The power module was returned to the customer after repairs, ready for patient use. The power module backup battery was disposed of by the service depot and no further evaluation could be performed. The root cause of the reported alarm could not be conclusively determined as the component in question could not be evaluated further. Review of the device history record for the power module, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ covers all power module alarms and the actions to take when an alarm occurs. Heartmate 3 instructions for use section 3 "powering the system" explains how to set up the power module for use, including how to install the power module backup battery, and how to use the power module. Heartmate 3 instructions for use section 8 explains how to care for and clean the power module and provides checklists for performing routine maintenance of the power module. The heartmate 3 patient handbook and the heartmate 3 instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient power module (ppm) had a constant yellow wrench. The ppm was intended to be returned for evaluation.

Manufacturer narrative:
A4 - patient weight not provided by customer. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.